Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 600 mg/l with large ketones and symptoms of dehydration. The reporter noted the patient was treated at an emergency room and they remained on pump therapy. It was unspecified whether the pump¿s settings were changed prior to or after the reported event and troubleshooting could not be completed to determine if the cartridge was being used per instructions for use. The reporter noted a cartridge o-ring leak. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged malfunction.